Event description:
It was reported that difficulty removing a balloon and shaft break occurred. The chronic total occluded target lesion (cto) was located in the moderately tortuous and severely calcified right coronary artery (rca). A 4.00 x 48mm synergy xd stent was advanced to the target lesion and successfully implanted, but following stent deployment, the balloon would not release from the stent. The catheter was pulled back and the catheter fractured proximal to the stent balloon. The detached portion of the device was removed by pulling it along with a wire and guide. The procedure was completed successfully. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 4.00 x 48mm synergy xd stent delivery system (sds) was returned for analysis. The device was returned without the stent. The balloon was reviewed, and issues were noted. No stent was attached to the balloon and the balloon appeared to have been inflated with the balloon body bunched toward the distal section of the balloon. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found issues with a shaft break at the exchange port location (1200mm distal to the distal end of the strain relief) exposing the core wire. Additionally, the shaft polymer extrusion showed signs of damage along the length. Examination of the hub and strain relief via scope did not identify any issues. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty removing a balloon and shaft break occurred. The chronic total occluded target lesion (cto) was located in the moderately tortuous and severely calcified right coronary artery (rca). A 4.00 x 48mm synergy xd stent was advanced to the target lesion and successfully implanted, but following stent deployment, the balloon would not release from the stent. The catheter was pulled back and the catheter fractured proximal to the stent balloon. The detached portion of the device was removed by pulling it along with a wire and guide. The procedure was completed successfully. No patient complications resulted in relation to this event.